Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A DHR review was completed for lot 77495685 and no issues or non-conformities were noted. Complaint details were reviewed. The procedure was bone lesion biopsy. The lesion was sclerotic. Procedure was aborted. The IFU states the following: do not apply excessive force to driver/ needle set. Sclerotic lesion is dense bone. Excessive force applied to a dense bone can stress the shaft and cause it to break. Without a product return, the degree and extent of damages present is unknown. Based on the information, the most likely root cause of the issue is undeterminable. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "bone lesion biopsy needle coaxial broke in the iliac during the procedure bone biopsy sclerotic lesion, 2cm piece is left in the patient and not able to retrieve it. They did not keep the broken needle for investigation. No intervention was performed, and they decided to leave it in the bone as no option to retrieve it without causing more potential health issues.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "bone lesion biopsy needle coaxial broke in the iliac during the procedure bone biopsy sclerotic lesion, 2cm piece is left in the patient and not able to retrieve it. They did not keep the broken needle for investigation. No intervention was performed, and they decided to leave it in the bone as no option to retrieve it without causing more potential health issues."